Event description:
This rv lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2016. A call placed to technical services on (B)(6) 2016 noted that there was a gradual rise in impedance from 445 ohms today. There was also no rv capture. Doesn't appear that lead had this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).